Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 611 mg/dl. The customer stated that she was vomiting every twenty minutes and had headaches. Troubleshooting was performed. The caller stated that they were not able to remove the battery cap. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.